Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of low flow hazard and low speed hazard alarms was confirmed based on the data retrieved from the returned system controller. The log file captured data that contained low flow hazard (red heart) alarms and also speed changes with elevated pump power. Speed changes were captured below the low speed limit of 8200 rpm with one event of a pump stoppage while connected to the power module. Additionally, elevated pump power values were also captured ranging up to 23 watts during the time frame. The returned system controller was functionally tested using our laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while connected to the power module without any notable change to the pump speed or pump power. The analysis could not determine a specific root cause that contributed to the pump speed change, elevated pump power and low flow alarms recorded in the log file as no device related issues were identified during this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the center that the system controller was exchanged with another system controller following low flow hazard, low speed hazard alarms and suction event. Data log information confirmed multiple low flow hazard alarms with multiple transient power level increases; ranging from 10.2 - 23.2 watts; that appear to be associated with pi events. Multiple low speed advisories. One motor stop/low speed hazard was also confirmed.